Manufacturer narrative:
Philips service replaced the mains interface unit (miu) and restored the device to normal function. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that there was no x-ray during clinical use on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.